Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years five months post filter deployment, computed tomography performed for sudden right flank pain documented some filter limbs extending beyond the caval wall with no adjacent hematoma. Approximately eleven days later, the patient presented for retrieval of the filter which was no longer needed because the patient could now be safely anticoagulated. A goose neck snare was used to successfully capture and retrieve the filter. Inspection of the filter following retrieval confirmed the filter was removed intact, in its entirety. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 09/2010). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the vena cava wall. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was indicated in the patient due to persistent bleeding and failure to tolerate anticoagulation status post transurethral resection of the prostate. A filter was deployed via a right groin access site. Approximately seven years five months post filter deployment, a CT of the abdomen and pelvis for sudden right flank pain documented no acute findings in the abdomen or pelvis. The scan identified a small splenic cystic lesion, a calcified gallstone, and some filter limbs extending beyond the caval wall with no adjacent hematoma. Clinical correlation was suggested. The following day, an ultrasound performed confirmed a cyst with internal septation within the spleen measuring 2.2 x 1.7 x 1.3cm. Approximately eleven days later, the patient presented for retrieval of the filter which was no longer needed because the patient could now be safely anticoagulated. All elements of maximal sterile barrier technique were followed and ultrasound was used to gain access into the right internal jugular vein. A sheath was introduced and advanced over a guidewire into the distal inferior vena cava. A venacavogram performed demonstrated the filter to be without clot and no clot or stenosis in the inferior vena cava. A goose neck snare was used to successfully capture and retrieve the filter. Inspection of the filter following retrieval confirmed the filter was removed intact, in its entirety. A post retrieval venacavogram showed a widely patent inferior vena cava without clot, stenosis, intimal flap or contrast extravasation seen. The sheath was removed and hemostasis was achieved with manual compression over the access site. The patient tolerated the procedure well with no immediate complications. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately seven years five months post filter deployment, a CT of the abdomen and pelvis for sudden right flank pain documented some filter limbs extending beyond the caval wall with no adjacent hematoma. The filter was able to be successfully removed. Based on the provided medical records, the investigation is confirmed for perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately seven years five months post vena cava filter deployment for contraindication to anticoagulation, a CT scan identified some filter limbs extending beyond the caval wall with no adjacent hematoma. Approximately eleven days later, the patient presented for retrieval of the filter which was no longer needed. A snare successfully captured and retrieved the filter. The patient tolerated the procedure well with no immediate complications. No additional medical records were received for this patient.